Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of customer's hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level was 628mg/dl. The customer's most current level was 700mg/dl. The customer was treated with insulin IV fluids. Troubleshoot was conducted, and the customer is being sent replacement battery cap.